Manufacturer narrative:
H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection, functional testing, and event history log (ehl) review, the customer problem was duplicated. The pump was found to have a buckled downstream occlusion (dso) seal. The device did alarm for a "cassette not attached properly" when the cassette was attached. The cause of the customer reported problem was the failed dso sensor. After investigation the results indicated a reportable malfunction due to the buckled dso seal and failed dso sensor. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the dso seal and dso sensor, updated software, reset the unit to standard configuration, and performed dso/upstream occlusion (uso) sensor calibration. The pump passed all functional tests and performed as intended after repair.

Event description:
The customer returned the product for the cassette not attached issue, and during physical inspection it was found that the downstream occlusion (dso) seal was buckled, and dso sensor was failed. After investigation the results indicated a reportable malfunction due to the buckled dso seal and failed dso sensor. This occurred during preventative maintenance, and there was no patient involvement.